Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the customer received a minimum fill message when performing the load sequence. Customer reported a blood glucose level of 257 mg/dl which was treated with a correction bolus via the pump. During troubleshooting with tandem technical support, customer successfully completed the load sequence.